Event description:
Caller reported an aviva system blood glucose result of 54 mg/dl at 5:24pm. She reported no symptoms and stated she drank a soda. Same system retest results were 66 mg/dl at 5:28pm and 130 mg/dl at 5:35pm. No adverse event was reported. The strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.